Manufacturer narrative:
The information was obtained through medwatch report mw5152620-1. There is no user contact information available. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
Received on medwatch report mw5152620-1 "it was reported that the patient's catheter was occluded so they wanted to permanently shut down the patient's pump.".